Manufacturer narrative:
The biomedical engineer later stated that clinical staff reported walking by the patient room and found the patient in an arrhythmia with no visible or alarm present at the central monitor. The biomedical engineer tested the equipment immediately after the reported event and verified proper functionality. The clinical staff later reviewed ics and found a stacked alarm during the time of the reported event. If alarm conditions from a monitor changed rapidly (within three to four seconds), they are captured in ics as one alarm notification labeled 'ECG (stacked)' in the description. While reviewing ics, the clinical staff found two additional alarms that they suspect were not presented at the central monitor. A spacelabs field service engineer (fse) was dispatched to further evaluate the reported problem. The fse tested the monitoring equipment involved in the reported event and verified proper functionality, the reported problem could not be replicated. A spacelabs healthcare technical support remotely connected to the customer's telemetry system and saved a copy of the patient's ics database to be reviewed as part of this investigation. An encrypted thumb drive was shipped to the biomedical engineer to copy the backup file needed for this investigation, the thumb drive has not been returned. Spacelabs healthcare will continue to investigate the reported event and any additional information will be submitted in accordance with 21 cfr 803.56 when available.

Event description:
Spacelabs healthcare was notified that a ultraview sl telemetry module did not alarm for an arrhythmia. There is no patient harm reported with this event.